Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, a syringe needle was changed to address the issue. Additionally, it was reported that multiple intermittent occlusion alarms occurred. The customer declined further troubleshooting with tandem technical support regarding the occlusion alarms, therefore no additional information could be obtained. Customer's blood glucose (bg) level was 568 mg/dl. Customer replaced pump supplies and resumed insulin delivery to address the elevated bg.